Event description:
The customer reported that they have had several events during the past month where fluid leaks from the filter vent during infusions. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.